Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is documentation there was a causal association and relationship between patient¿s home ccpd therapy and requiring a second hospitalization for altered mental status, continued evaluation and work up, hyponatremia evaluation and treatment, exacerbation of hypertension, acute metabolic encephalopathy (secondary to hyponatremia).the nephrologist identified the need to permanently change renal replacement modality to hemodialysis treatments due to patient¿s significantly positive response/outcome and return to previous neurological baseline as validated by patient¿s family members.

Event description:
A peritoneal dialysis nurse reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) since (B)(6) 2013 presented on (B)(6) 2017 to the emergency room (ER) status post hospital discharge 5 days prior to this ER visit. Patient was on ccpd therapy at home and on evaluation, labs showed low sodium (125), elevated bun (75) and creatinine (13.0), vital signs were within normal limits except for blood pressure reported as 189/88 (patient has a known history of malignant hypertension). The patient presented with altered mental status and possible sepsis. Nephrology was consulted and plan of care decision was made to transition patient to hemodialysis treatments. The patient underwent temporary hd access, hemodialysis treatment initiated with improvement of symptoms in terms of patient¿s confusion, mental status, cognition and resolution of hyponatremia.